Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the left ventricular lead dislodged during slitting of the outer catheter. The lead was attempted to be reimplanted; however, the lead did not have capture. The lead was removed and replaced. There were no patient consequences.